Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) triggered recommended replacement time (rrt) several years ago. The ICD has now reached end of service (eos) and triggered a charge circuit time out. It was noted that charge time was greater than thirty seconds. The physician is aware and the patient has refused a device change out procedure to update their system. This is known/expected device behavior for the ICD once it has triggered eos. The device remains implanted. No patient complications have been reported as a result of this event.